Manufacturer narrative:
The insulin pump was received with traces of corrosion found at the battery tube per our visual inspection. However, the operating currents are within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery alarms noted during our testing or found at the download insulin pump history. The power management tool confirmed the unloaded voltage and loaded voltage are within specifications. The insult pump had stained serial number label, cracked keypad overlay at the select button, minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of low battery alert from the insulin pump. The customer's blood glucose reading was 6.3 mmol/l. The customer stated that the batteries lasted 6 days. The customer stated that they get alarms on the sensor occasionally, but not daily. The battery cap did not resolve the issue. The customer will be sent a replacement pump.